Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The insulin pump also had moisture damage on the motor. Unable to test for the constant tone due to the blank display.

Event description:
The customer reported a constant tone, blank display and condensation underneath the screen after going into the pool with the insulin pump on. Advised that the insulin pump would be replaced. Nothing further was reported.